Event description:
It was reported that the lead was attempted but could not be implanted as the fixation screw did not function correctly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism and sleeve head, there was a tip seal observation, the lead was stretched, and the lead was damaged at implant. The analyst noted that the lead was returned with the helix fully extended and a big amount of dried tissue on the helix.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.